Event description:
It was reported that a patient was seen by an urologist and was given a treatment for their skin with stomahesive powder on top of the rash. Also noted is peristomal discomfort since (B)(6) 2011. It is unknown as of the products being used, peristomal itching 2 months in time; with no rash and then 2 weeks time it was noted a peristomal rash with red flat areas. No additional information was provided. Patient outcome was not provided.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. Analysis is taken from a trending report of evaluation or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.